Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the available information, a cause for the reported recurrent mitral regurgitation (mr) and mitral stenosis could not be determined. The reported patient effects of mr and mitral valve stenosis are listed in the mitraclip gen 4 system instructions for use (IFU) as known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were a result of case specific circumstances as the patient was hospitalized and underwent open heart surgery for mitral valve replacement. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report post procedure, the patient experienced recurrent mitral regurgitation and mitral stenosis requiring mitral valve replacement. It was reported that this was a mitraclip procedure performed on 6/4/2021 to treat degenerative mitral regurgitation (mr) with grade 4. Two clips were implanted successfully reducing mr to 2 with 6 mmhg. On (B)(6) 2021, transthoracic echocardiography (tte) showed moderate mitral stenosis with 9 mmhg associated with an eccentric severe mr. The patient underwent open heart surgery for mitral valve replacement. The two clips implanted looked stable with no indications of leaflet injury. No additional information was provided.